Event description:
Customer called and reported a watchdog timeout alarm on insulin pump. The blood glucose reading was 141 mg/dl. Customer stated the alarm did not clear with esc/act and that display did not return. Customer called back after three hours and reported a blood glucose level of 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.